Event description:
It was reported that during an unknown procedure, at the beginning of the operation blade broke off. The tip was found and removed from the patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.